Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the procedure, it was reported that the implant coil could not be detached with the instant detacher or via the manual method (an alternative detachment method presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire was returned broken into two segments and the broken segments were not retained by the pushwire. The implant coil was still attached. The evaluation could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The pushwire was returned broken into two segments and the broken segments were not retained by the releasewire. The implant coil was still attached. The evaluation could not determine the cause of the event.(B)(4).